Manufacturer narrative:
The complaint investigation for false reactive alinity s anti-hcv ii results included a search for similar complaints, the review of complaint text, trending data, labeling, field data, and device history records. Return testing was not performed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. The evaluation of complaint data for the product and reagent lot 50196be00 did not identify an increase in complaint activity for the complaint issue. A review of tracking and trending did not identify any related trends for the product for the issue. The device history record was reviewed and did not identify any non-conformances, potential non-conformances, or deviations for lot 50196be00 and the complaint issue. Labeling was reviewed and adequately addresses the issue under review. A review of field data for alinity s anti-hcv ii was performed. Overall reactive rates of reagent lot 50196be00, across tf ¿ centro trasfusionale ospedale civile p.cosma (italy), applicable peer sites and across a whole blood and plasma screening monitoring group were collected and assessed. Whole blood and plasma screening monitoring group: specificity: 99.894%. At tf ¿ centro trasfusionale ospedale civile p.cosma (italy): specificity: 99.358%. Peer sites: specificity: 99.894%. Alinity s anti-hcv ii lot 50196be00 is performing within product requirements for the whole blood and plasma screening monitoring group and peers. As lot 50196be00 is the first anti-hcv ii lot used at the customer¿s site, the relatively lower specificity as compared to the whole blood and plasma screening monitoring group and peers may be attributed to the introduction of the anti-hcv ii assay to a naive donor population. Additionally, there is a sample size difference between the customer¿s site (n=467) and the outside comparison (n= >20000 for the whole blood and plasma screening monitoring group and peers) in the field data review. The alinity s anti-hcv ii assay has been designed with improved sensitivity compared with alinity s anti-hcv and alinity I/architect anti-hcv assays. Detection of early acute infection and resolved/treated hcv infections with lower antibody titers amongst donors will be improved with the new assay. Differences between sample results using the current method and the new method may be due to a difference in sensitivity and/ or specificity. Based on the investigation, no systemic issue or product deficiency with alinity s anti-hcv ii reagent lot 50196be00 was identified.

Event description:
The customer reported false reactive alinity s anti-hcv ii results for sample ID 0453439247 while running on the alinity s processing module. The following data was provided (reference range: < 1.00 s/co is nonreactive, >/= 1.00 s/co is reactive): alinity s instrument (as1183): sid (B)(6): initial result = 30.81 s/co. Repeat 1 result = 30.36 s/co. Repeat 2 result = 29.82 s/co. The same sample (sid (B)(6)) was analyzed on an alinity I analyzer (ai01110) with the alinity I anti-hcv assay and generated negative results all 3 times (0.38 s/co, 0.38 s/co, and 0.35 s/co). The reactive results from the alinity s instrument (as1138) were not confirmed by immunoblot or nat testing as the sample generated negative results in both instances. The customer believes the alinity I results to be correct based on the confirmatory testing results. There was no impact to patient management reported.

Manufacturer narrative:
All available patient information was included. Additional patient details are not available. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. This report is being filed on an international product, list number 04w56-55 that has a similar product distributed in the us, list number 04w56-60. Section g1 contact information was updated to reflect the current contact (B)(6).

Event description:
The customer reported false reactive alinity s anti-hcv ii results for sample ID (B)(6) while running on the alinity s processing module. The following data was provided (reference range: < 1.00 s/co is nonreactive, >/= 1.00 s/co is reactive): alinity s instrument (as1183): sid (B)(6): initial result = 30.81 s/co; repeat 1 result = 30.36 s/co; repeat 2 result = 29.82 s/co. The same sample (sid (B)(6)) was analyzed on an alinity I analyzer (ai01110) with the alinity I anti-hcv assay and generated negative results all 3 times (0.38 s/co, 0.38 s/co, and 0.35 s/co). The reactive results from the alinity s instrument (as1138) were not confirmed by immunoblot or nat testing as the sample generated negative results in both instances. The customer believes the alinity I results to be correct based on the confirmatory testing results. There was no impact to patient management reported.